Manufacturer narrative:
Hillrom investigation found no product error and the reported issue was not able to be duplicated. A review of the log files indicate the nurse call system was alerting calls from the 3rd party equipment in question prior to the event and indicate a potential error with the 3rd party equipment. The logs indicate the day prior to the event the nurse call system had a equipment disconnect call for the 3rd party equipment, which was canceled in the room. The conclusion is the equipment was not reconnected after this call was canceled. Hillrom requested access to the 3rd party equipment, however the user facility has not provided access.

Event description:
Hillrom received a report from the account that no nurse call was received from a ventilator connected to the nurse call system.